Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of granuloma skin and scar at the implant site were considered expected and possibly related to the treatment. Serious criteria included the need for medical and surgical intervention, and permanent damage in form of a scar. The non-serious events of pain and inflammation at the implant site were considered expected and possibly related to the treatment. Potential contributory factor for the events of inflammation and scar include surgical procedure of granuloma removal and multiple drainages at the site. Potential etiology for the event of granuloma include past filler treatments at nose. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-apr-2019 by a physician which refers to a (B)(6) female patient. Additional follow up information was received on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019 from the female patient. No information was provided about medical history, concomitant treatment, concurrent diseases or history of allergies. The patient had previously received treatment with unspecified fillers to the nose every year routinely for the past 5-6 years. One year ago, in 2018, patient received treatment with haiko to the nose with absorbable thread. The patient had no inflammation with filler treatments in the past. On (B)(6) 2018, the patient received treatment with total 0.4 ml of restylane lyft lidocaine to the nose dorsum to treat facial wrinkles (unknown lot number, needle type and injection technique). In early (B)(6) 2019, after treatment with restylane lyft lidocaine, the patient could touch a moderate granuloma/small lump like a granule(granuloma skin) at dorsum of nose. In early (B)(6) 2019, the patient felt moderate pain (implant site pain) at dorsum of nose. On (B)(6) 2019, the patient could touch a large mass at the dorsum of the nose. On an unknown date, the patient consulted another plastic surgeon and was diagnosed with granuloma. At the time of the initial report, the symptoms were not recovered. The patient had planned to remove the granuloma. On (B)(6) 2019, the patient removed the 0.5 cm diameter granuloma on the right part of the nose. A plastic surgeon removed the granuloma by using suction. After the suction, the patient experienced inflammation (implant site inflammation) and scar (implant site scar) at the suction site. Thereafter, the patient received oral medications from (B)(6) 2019. Corrective treatments included: cephalosporin [cephalosporin nos], varidase [streptokinase 1000 iu, streptodornase 2500 iu], brufen [ibuprofen], and bearse [ursodeoxycholic acid 10 mg, simethicone 40 mg, lipase 100 15mg, biodiastase 2000 50mg, panprosin ss 30 mg, pancreatin enteric granule 78.6 mg] from (B)(6) 2019. At the time of the follow-up report received on (B)(6) 2019, the inflammation and scar were recovering. However, the patient had received unspecified treatments to the suction site from the plastic surgeon every day. On (B)(6) 2019, the inflammation appeared at the site where the removal was performed. The physician applied dressing and put a drain on (B)(6) 2019. Subsequently, dressing was applied without putting a drain on (B)(6) 2019. Moreover, the patient received oral medications for the symptoms again on (B)(6) 2019. Treatment for the adverse events included festal [pancreas extract]. At the time of reporting, the patient still had the scars but had recovered from the other symptoms. Outcome at the time of the report: granuloma/small lump like a granule was recovered/resolved. Pain was recovered/resolved. Inflammation was recovered/resolved. Scar was not recovered/not resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2019: added events of inflammation and scar. Updated treatment details and outcome of granuloma skin and pain. V.2 fu received on (B)(6) 2019: added past filler treatments. V.3 fu received on (B)(6) 2019: additional corrective treatments and date when granuloma was removed were added, and outcome was updated. This version of the case was upgraded to serious due to the required medical and surgical intervention, which led to permanent damage in form of a scar.